Manufacturer narrative:
The event occurred in (B)(6). Cartridge discarded by customer.

Event description:
Reporter stated the cartridge cracked and leaked insulin into the infusion device. No adverse event was reported. The customer was unable to provide the lot number, and the product was discarded and is not available to return for evaluation.